Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected missing segment/partial display anomalies noted. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No unexpected click noise anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button sometimes had to press more than once. The customer was not getting low battery warning with enough time to switch battery it just dies. The insulin pump had scratches on top of the battery cap, sometimes screen looks cloudy or condensation and was hard to read the information. The insulin pump had lots of random no delivery, when new reservoir was put into insulin pump it makes clicking noise and sometimes they had to try several times to get it to attached and when removing it piece of plastic broke off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.